Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the reservoir had air bubbles. The patient¿s blood glucose was 600 mg/dl at the time of the incident. The customer was treated with manual injection and insulin pump. The reservoir and insulin pump are not expected to be returned for analysis.